Event description:
It was reported to nova biomedical that the consumer experienced a hyperglycemic event sometime in (B)(6) 2014. No information on the type of blood glucose device used, lot numbers of test strips, blood glucose readings or dates of hospitalization was forthcoming. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Test strip lot # unknown. Control solution lot # unknown. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.